Event description:
New information received stated that programming changes were made. Also, previously reported lead damage was specified as two lead fractures. On (B)(6) 2019 the patient presented for lead revision procedure. The lead was explanted and replaced. Patient was stable post procedure.

Event description:
New information received stated that there was evidence of only one fracture on the original right ventricular lead.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was present on the right ventricular lead due to potential lead damage. Lead provocation testing, pocket manipulations, and lead revision were considered. Patient will continue to be monitored.